Manufacturer narrative:
Device has been repaired but not returned to the customer, pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and flow sensor assembly will be replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's sensor board will be replaced to address the issue.